Event description:
It was reported the patient's blood glucose levels rose to over 350 mg/dl, whilst wearing the pod on their arm. The patient reported feeling dizzy. Treatment information was not provided.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. A tear was observed in the exposed portion of the soft cannula. Fluid was found to leak from the tear, preventing fluid from flowing through the complete fluid path as intended. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.